Event description:
Review of MFR's programming history database for the pt's device revealed that at the time of implant, an interrupted diagnostic test likely occurred based off the settings shown at initial interrogation for the patient's 2-week follow up appointment. It is unclear if the surgeon performed a final interrogation prior to the patient's surgery being completed, but at this time it is assumed that the pt's device being a 0.00ma was intentional as it was the initial implant, but this cannot be confirmed to date. Good faith attempt to obtain add'l info have been unsuccessful to date.